Manufacturer narrative:
Product 407658 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not pacing the right ventricular (rv) regularly. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.